Manufacturer narrative:
(B)(4). It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty). It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿

Event description:
It was reported to gore that on (B)(6) 2017, the patient underwent an open hybrid surgery whereby a total arch replacement and elephant trunk procedure were performed for treatment of a stanford type a aortic dissection. It was reported the 31mm x 10cm conformable gore® tag® thoracic endoprosthesis was to be implanted during the open surgery via antegrade approach through a surgical graft and deployed for distal extension on the elephant trunk surgical graft. It was reported the tag device was inserted and advanced to the target lesion over an amplatz guidewire through the elephant trunk surgical graft. It was reported there were no reported issues during advancement of the device to the target lesion and during deployment of the device, and no resistance was reportedly noted during advancement and deployment. According to the report, after completion of deployment and retraction of the delivery catheter from the elephant trunk graft, the endoprosthesis was reportedly found to still be attached to the delivery catheter. It was reported the endoprosthesis was partially deployed from the middle of the device to the distal end, with the proximal end of the endoprosthesis remaining constrained on the delivery catheter. It was reported the entire device was able to be removed from the patient through the elephant trunk surgical graft, and a 34mm x 10cm conformable gore® tag® thoracic endoprosthesis was used to continue the procedure successfully. It was reported there was no injury to the patient.

Manufacturer narrative:
Updated result code and conclusion code. The review of the manufacturing records verified that the identified lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis was returned to gore and an engineering evaluation was performed. Evaluation of the device showed the endoprosthesis was partially deployed with the distal end constrained by the deployment sleeve. The deployment line was severed within the deployment loop on the distal end of the device. It appeared that the deployment line was severed with a sharp instrument. The findings from the evaluation are consistent with the event description. From a review of the risk management documents, a potential failure mode of an incomplete deployment is incorrect lacing of deployment line with a potential cause for failure mode of deployment line damage. However, the failure mode of the incomplete deployment of this event could not be determined with the available information. It is unclear how or when the deployment line was severed, likely with a sharp instrument. No medical records have been received. Further investigation and review of this event is being conducted. Per the applicable conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), it should be noted that the IFU states ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and >= 20 mm non-aneurysmal aorta proximal and distal to the lesion¿. A warning is given as ¿do not continue advancement or retraction of the guide wire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal¿. Furthermore, it is stated that complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoprothesis incomplete deployment.

Manufacturer narrative:
This event occurred during an off-label procedure, but it is unclear at this time how this may have affected the outcome. Added selection of recall and included text regarding the recall - as a result of the CAPA investigation, no root cause(s) could be confirmed for the events. As an overly inclusive measure, mitigation activities and process improvements within gore control have been undertaken as preventive and corrective actions. As a result of gore's investigation of this and three similar events, gore has issued a voluntary corrective action consisting of a physician safety notification and updated warning and precautions in the IFU with no product removal from the market. While incomplete deployments are known adverse events and identified within the instructions for use (IFU), gore has seen an increased frequency of these partial deployment events in conformable tag® devices sold (totaling 0.03% of 12,865 devices distributed) that were manufactured in the prior year compared to those manufactured earlier. Gore has taken steps to address this increased frequency in events. Gore maintains its confidence in the safety and effectiveness of the conformable tag® device. Updated applicable IFU statements: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿ the IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty) and endoprosthesis: incomplete deployment. The conformable gore® tag® thoracic endoprosthesis IFU provides the following warnings: ¿inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.¿ "always have a surgical team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary." The conformable gore® tag® thoracic endoprosthesis IFU provides the following instruction for catheter preparation and arterial access: ¿advance the appropriate introducer sheath through the vasculature, according to standard practice.¿ the IFU also provides the following instruction for gore® tag® thoracic endoprosthesis deployment: ¿insert the endoprosthesis delivery catheter over a 0.035¿ (0.89 mm) super stiff guidewire, through the introducer sheath into the aorta.¿ the information provided to gore regarding this procedure indicates the conformable gore® tag® thoracic endoprosthesis was advanced into a surgical graft without an introducer sheath in place. Use of the conformable gore® tag® thoracic endoprosthesis in this manner can present opportunities for the conformable gore® tag® device deployment line to be ¿cut¿ if not protected. Furthermore, procedures whereby a conformable gore® tag® thoracic endoprosthesis is used in a hybrid environment can be very long (often 8+ hours) and complex.